Manufacturer narrative:
H6 patient code e1304 (urinary urgency) added to capture the event that the patient was had urine flow issues. Block a4: patient's weight is 98.5 kilograms. Block b3 date of event: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. Block e1: the implant surgeon is: dr. (B)(6). The explant surgeon is: dr. (B)(6). Block h6: patient code e2451, e2330, e2006, e1715 captures the reportable event of dyspareunia, pain, mesh erosion and scar tissue. Device code a04 captures the reported event of contracture and balling up of the sling mesh. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a mesh procedure performed on (B)(6) 2019, to treat a urinary incontinence. On (B)(6) 2020, the patient underwent an excision of foreign body procedure. Postoperatively, the patient did remarkably well. After a month and a half later, the patient went back to the hospital because her partner complained of pain during sexual activity. During the examination, a very small area of eroded mesh was noted in the very lateral aspect of the anterior vaginal wall on the left side, which is clearly the cause for the discomfort. Subsequently, the physician grasps the eroded mesh with a clamp and pulled gently on it to dissect under it. Lateral flaps of mucosa around the mesh were developed and the mesh was transected until none of the residual internalized mesh was visualized. The raw area with visible mesh was then washed copiously with antibiotics. There was no postoperative bleeding, and the procedure was terminated. The patient was brought to the recovery room in stable condition. On (B)(6) 2021, the patient was seen for evaluation of sling complications including chronic sling erosions, chronic sling dyspareunia, and pelvic pain from the sling. Reportedly, the patient underwent a transvaginal exploration of sling implant and ureterolysis. During the examination, an extensive scarring in the area of sling implant was noted. A local anesthesia was injected into the anterior vaginal wall. The vagina was dissected widely away from the sling bilaterally. There was extensive scarring in sling implant and scar tissue was sharply dissected and removed. A ureterolysis was performed opening the scar tissue extensively. Attempts were made to remove portions of the sling that were palpable particularly on the right pelvic sidewall, but due to the contracture and balling up of the sling mesh and the dense scar tissue associated with it, the mesh could not be reached through a transvaginal approach without putting the patient at the great risk for damage to adjacent organs. Thus, no further attempts were made to remove the large portions of sling remaining in the patient. An estimated blood loss for entire procedure was approximately 50ml. Patient was transferred to the recovery room in the satisfactory condition. The device was not return for analysis. Boston scientific received an additional information as follows: on (B)(6) 2021, the patient was seen for sling-related problems such as chronic sling erosions, chronic sling dyspareunia, and sling-related pelvic pain. On (B)(6) 2019, the patient received a boston scientific obtryx sling procedure for stress urine incontinence with no problems. She handled the operation and rehab admirably. The patient waited over 6 weeks before having sex, but her husband was hurt by the eroding sling on her first attempt following the surgery. The following day, the patient requested a consultation with her surgeon, who verified the erosion and scheduled her for partial mesh excision on (B)(6) 2020. She had no problems with the surgery or recovery this time, and she waited more than 6 weeks before engaging in sexual activity. After the explant, she had no dyspareunia and was sexually active without problems until (B)(6) 2021, when her spouse noticed eroding mesh injury as previously stated. There is no vaginal bleeding or discharge, according to the patient. She denies having stress urine incontinence, having trouble emptying her bladder, having flow issues, or having utis. Except for occasional diarrhea, she denies having any gi issues. Anticholinergics are being used to treat the patient's urgency. She denies experiencing any menopausal symptoms, such as vaginal dryness. Vaginal exam revealed erosion of the sling to the patient's left of midline at the mid-urethra where her husband feels pain. On the right side, the sling was unusually contracted, bunched up, and roped. Palpation caused right lower quadrant (rlq) pain. According to the surgeon, the patient experienced various issues related to and caused by the sling, including chronic repeating sling erosions, chronic recurring sling dyspareunia, and right pelvic pain/tenderness. The surgeon had a long and extensive conversation with her about the various treatment choices available, including non-surgical versus surgical treatments. They talked about abdominal, vaginal, and laparoscopic surgery as surgical options. They talked about success rates, failure rates, and all risks, complications, and alternatives to surgery, such as death, stroke, heart attack, bleeding, transfusion, aids, hepatitis, damage to any internal organ, blood clots, fistula formation, infection, success rates, pain, scarring, the need for postoperative catheterization, and time off work. Moreover, there were no assurances made. The patient acknowledged that he or she was aware of the problems. After contemplating the foregoing, the patient wishes to have her issue surgically corrected. The surgeon believe she would be an excellent candidate for both the left and right portions of the sling to be removed transvaginally. Although she recognizes that the entire sling cannot be removed, the surgeon was hopeful that enough of the sling could be removed to alleviate her issues. She is also aware that the operation may result in incontinence. Her symptoms are so severe that she is willing to risk surgery in the hopes of improving her quality of life (qol).

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a mesh procedure performed on december 18, 2019 to treat a urinary incontinence. On (B)(6) 2020, the patient underwent an excision of foreign body procedure. Postoperatively, the patient did remarkably well. After a month and a half later, the patient went back to the hospital because her partner complained of pain during sexual activity. During the examination, a very small area of eroded mesh was noted in the very lateral aspect of the anterior vaginal wall on the left side, which is clearly the cause for the discomfort. Subsequently, the physician grasp the eroded mesh with a clamp and pulled gently on it in order to dissect under it. Lateral flaps of mucosa around the mesh were developed and the mesh was transected until none of the residual internalized mesh was visualized. The raw area with visible mesh was then washed copiously with antibiotics. There was no postoperative bleeding and the procedure was terminated. The patient was brought to the recovery room in stable condition. On (B)(6) 2021, the patient was seen for evaluation of sling complications including chronic sling erosions, chronic sling dyspareunia, and pelvic pain from the sling. Reportedly, the patient underwent a transvagina exploration of sling implant and ureterolysis. During the examination, an extensive scarring in the area of sling implant was noted. A local anethesia was injected into the anterior vaginal wall. The vagina was dissected widely away from the sling bilaterally. There was extensive scarring in the area of sling implant and scar tissue was sharply dissected and removed. A ureterolysis was performed opening up the scar tissue extensively. Attempts were made to remove portions of the sling that were palpable particularly on the right pelvic sidewall, but due to the contracture and balling up of the sling mesh and the dense scar tissue associated with it, the mesh could not be reached through a transvaginal approach without putting the patient at the great risk for damage to adjacent organs. Thus, no further attempts were made to remove the large portions of sling remanding in the patient. An estimated blood loss for entire procedure was approximately 50ml. Patient was transferred to the recovery room in the satisfactory condition.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a mesh procedure performed on (B)(6) 2019, to treat a urinary incontinence. On (B)(6) 2020, the patient underwent an excision of foreign body procedure. Postoperatively, the patient did remarkably well. After a month and a half later, the patient went back to the hospital because her partner complained of pain during sexual activity. During the examination, a very small area of eroded mesh was noted in the very lateral aspect of the anterior vaginal wall on the left side, which is clearly the cause for the discomfort. Subsequently, the physician grasps the eroded mesh with a clamp and pulled gently on it to dissect under it. Lateral flaps of mucosa around the mesh were developed and the mesh was transected until none of the residual internalized mesh was visualized. The raw area with visible mesh was then washed copiously with antibiotics. There was no postoperative bleeding, and the procedure was terminated. The patient was brought to the recovery room in stable condition. On (B)(6) 2021, the patient was seen for evaluation of sling complications including chronic sling erosions, chronic sling dyspareunia, and pelvic pain from the sling. Reportedly, the patient underwent a transvaginal exploration of sling implant and ureterolysis. During the examination, an extensive scarring in the area of sling implant was noted. A local anesthesia was injected into the anterior vaginal wall. The vagina was dissected widely away from the sling bilaterally. There was extensive scarring in sling implant and scar tissue was sharply dissected and removed. A ureterolysis was performed opening the scar tissue extensively. Attempts were made to remove portions of the sling that were palpable particularly on the right pelvic sidewall, but due to the contracture and balling up of the sling mesh and the dense scar tissue associated with it, the mesh could not be reached through a transvaginal approach without putting the patient at the great risk for damage to adjacent organs. Thus, no further attempts were made to remove the large portions of sling remaining in the patient. An estimated blood loss for entire procedure was approximately 50ml. Patient was transferred to the recovery room in the satisfactory condition. Boston scientific received additional information on may 19, 2022 as follows: on (B)(6) 2021, the patient was seen for sling-related problems such as chronic sling erosions, chronic sling dyspareunia, and sling-related pelvic pain. On (B)(6) 2019, the patient received a boston scientific obtryx sling procedure for stress urine incontinence with no problems. She handled the operation and rehab admirably. The patient waited over 6 weeks before having sex, but her husband was hurt by the eroding sling on her first attempt following the surgery. The following day, the patient requested a consultation with her surgeon, who verified the erosion and scheduled her for partial mesh excision on 02/12/2020. She had no problems with the surgery or recovery this time, and she waited more than 6 weeks before engaging in sexual activity. After the explant, she had no dyspareunia and was sexually active without problems until january 2021, when her spouse noticed eroding mesh injury as previously stated. There is no vaginal bleeding or discharge, according to the patient. She denies having stress urine incontinence, having trouble emptying her bladder, having flow issues, or having utis. Except for occasional diarrhea, she denies having any gi issues. Anticholinergics are being used to treat the patient's anxiety. She denies experiencing any menopausal symptoms, such as vaginal dryness. According to the surgeon, the patient experienced various issues related to and caused by the sling, including chronic repeating sling erosions, chronic recurring sling dyspareunia, and right pelvic pain/tenderness. On the right side, the sling has unusually contracted, bunched up, and roped. The surgeon had a long and extensive conversation with her about the various treatment choices available, including non-surgical versus surgical treatments. They talked about abdominal, vaginal, and laparoscopic surgery as surgical options. They talked about success rates, failure rates, and all risks, complications, and alternatives to surgery, such as death, stroke, heart attack, bleeding, transfusion, aids, hepatitis, damage to any internal organ, blood clots, fistula formation, infection, success rates, pain, scarring, the need for postoperative catheterization, and time off work. Moreover, there were no assurances made. The patient acknowledged that he or she was aware of the problems. After contemplating the foregoing, the patient wishes to have her issue surgically corrected. The surgeon believe she would be an excellent candidate for both the left and right portions of the sling to be removed transvaginally. Although she recognizes that the entire sling cannot be removed, the surgeon was hopeful that enough of the sling could be removed to alleviate her issues. She is also aware that the operation may result in incontinence. Her symptoms are so severe that she is willing to risk surgery in the hopes of improving her quality of life (qol).

Manufacturer narrative:
Block h2: additional information blocks a4, b5, b7 and e1 have been updated based on additional information received on may 19, 2022. Block a4: patient's weight is 98.5 kilograms. Block b3 date of event: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. Block e1: the implant surgeon is: dr. (B)(6). The explant surgeon is: dr. (B)(6). Block h6: patient code e2451, e2330, e2006, e1715 captures the reportable event of dyspareunia, pain, mesh erosion and scar tissue. Device code a04 captures the reported event of contracture and balling up of the sling mesh. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. Block h2: block h6 (device code and conclusion code) have been updated based on the complaint review performed on (B)(6) 2021. Block h6: patient code e2451 captures the reportable event of dyspareunia. Patient code e2330 captures the reportable event of pain. Patient code e2006 captures the reportable event of mesh erosion. Patient code e1715 captures the reportable event of scar tissue device code a04 captures the reported event of contracture and balling up of the sling mesh. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a mesh procedure performed on (B)(6) 2019 to treat a urinary incontinence. On (B)(6) 2020, the patient underwent an excision of foreign body procedure. Postoperatively, the patient did remarkably well. After a month and a half later, the patient went back to the hospital because her partner complained of pain during sexual activity. During the examination, a very small area of eroded mesh was noted in the very lateral aspect of the anterior vaginal wall on the left side, which is clearly the cause for the discomfort. Subsequently, the physician grasp the eroded mesh with a clamp and pulled gently on it in order to dissect under it. Lateral flaps of mucosa around the mesh were developed and the mesh was transected until none of the residual internalized mesh was visualized. The raw area with visible mesh was then washed copiously with antibiotics. There was no postoperative bleeding and the procedure was terminated. The patient was brought to the recovery room in stable condition. On (B)(6) 2021, the patient was seen for evaluation of sling complications including chronic sling erosions, chronic sling dyspareunia, and pelvic pain from the sling. Reportedly, the patient underwent a transvagina exploration of sling implant and ureterolysis. During the examination, an extensive scarring in the area of sling implant was noted. A local anethesia was injected into the anterior vaginal wall. The vagina was dissected widely away from the sling bilaterally. There was extensive scarring in the area of sling implant and scar tissue was sharply dissected and removed. A ureterolysis was performed opening up the scar tissue extensively. Attempts were made to remove portions of the sling that were palpable particularly on the right pelvic sidewall, but due to the contracture and balling up of the sling mesh and the dense scar tissue associated with it, the mesh could not be reached through a transvaginal approach without putting the patient at the great risk for damage to adjacent organs. Thus, no further attempts were made to remove the large portions of sling remaining in the patient. An estimated blood loss for entire procedure was approximately 50ml. Patient was transferred to the recovery room in the satisfactory condition. The device was not return for analysis.